Manufacturer narrative:
Zoll has received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
The customer reported that after inserting the fully charged autopulse li-ion batteries (sn (B)(4), (B)(4), and (B)(4) into the autopulse platform, the batteries took several minutes to power up the autopulse platform during the shift check. The batteries were successfully charged in the autopulse multi-chemistry battery charger (mcc) before using it with the autopulse platform. The status led of the mcc showed a green light, and the status leds of the batteries showed four solid green lights, indicating that the batteries were fully charged. The customer stated that the reported issue occurred when the batteries were used in the autopulse platform immediately after the completion of the charging. After a while, the batteries could power up the autopulse platform without delay. No patient involvement. Please see the following related MFR report: MFR (B)(4) for the autopulse li-ion battery (sn (B)(4). MFR (B)(4) for the autopulse li-ion battery (sn (B)(4).

Manufacturer narrative:
The customer-reported complaint was confirmed during the functional testing performed at zoll. The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 2022-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.